Event description:
It was reported that during a coronary stent procedure, the stent would not fully deploy and the balloon stuck in the stent. All attempts at removal were unsuccessful and the pt was sent for bypass surgery. The pt status is listed as "okay".